Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the connector leaked while connected to a patient. There was no patient harm.

Event description:
The customer reported the connector leaked methotrexate while connected to a patient. There was no patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report that the connector leaked was confirmed. During visual inspection a vertical crack was visible at the top of the maxzero female luer. During functional testing a leak was observed from in between the threads of the distal male luer of the extension set and the maxzero. The root cause of the customer's report could not be identified.